Event description:
It was reported that during a superior mesenteric artery stenting procedure, a stent dislodgement occurred. The severely calcified, 80% stenosed lesion was located in the non-tortuous right femoral artery. Access was obtained via the right femoral artery and it was noted that the right iliac artery was tortuous. A 0.018 thruway guide wire was advanced to the lesion and a 6fr mach1 guide catheter was placed. Without pre-dilating the lesion, the physician advanced the express vascular sd 6.0mm x 14mm x 90cm stent delivery system, however, upon reaching the sma the delivery device was unable to cross the lesion. The physician attempted to withdraw the stent delivery system, however, the stent dislodged from the stent delivery device and remained in the lesion. Another manufacturer's vascular forceps was used to grasp the dislodged stent, however, to remove the stent from the patient, the access site required enlargement. The stent was successfully removed from the patient and an 8fr sheath was placed to minimize blood loss. An unspecified guide catheter was placed and the lesion was pre-dilated to 7mm using another manufacturer's balloon catheter. Another of the same express vascular stent was advanced to the lesion and successfully implanted. A vascular surgeon was called in to close the femoral artery access site. The patient's status is reported as "making an excellent recovery".

Manufacturer narrative:
The complainant indicated that the device is not available for return, therefore, no direct product analysis will be available.